Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient experienced an issue with infusion set on (B)(6) 2026 as tape did not stick during insertion. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.